Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4+. Two clips were implanted successfully. A third clip was inserted, but upon grasping, it was observed the posterior gripper would not raise. The physician state the anterior leaflet had a good grasp, so the clip was deployed. It was noted the clip was stable on both leaflets. An additional clip was implanted, reducing mr to a grade of 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.